Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver charge and will boot, failed. The data log failed to download and reviewed since the receiver ceased to function. The functional test was attempted but could not be performed. The receiver case was opened for an internal visual inspection, and failed. A defective battery with crack controller chip was observed. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.